Manufacturer narrative:
On 8/16/2017: during a follow-up, the contact reported an additional occlusion alarm occurred. Insulin deliveries were resumed and no additional occlusion alarms occurred. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 260mg/dl during the occlusion alarms; current bg level was 161mg/dl. A manual injection was administered to address the bg level of 260mg/dl. Supply changes were performed to address the occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. The contact declined to remove the customer's infusion set site as the customer had not received occlusion alarms on the current set of supplies. During a follow-up, tandem technical support reviewed the pump's logs and verified the occlusion alarms occurred. The logs showed that no additional occlusion alarms occurred after performing the supply change. Cts shipped the customer a case for the pump to prevent temperature changes.